Manufacturer narrative:
The reported event was confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history was not possible because the catalog and lot number were not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that that a patient needed a revision surgery due to the loosening of the glenoid component.